Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 255 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (arm); upon removal, the cannula also appeared bent. As treatment, a manual injection (6 units) was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. No other damages or deficiencies were observed during the investigation.